Event description:
It was reported that during ICD implant procedure the right ventricular lead exhibited noise when connected to the new defibrillator. Noise caused inhibition of pacing leading to temporary asystole however did not result in any adverse events. Manipulation of the lead did not resolve the issue. The same issue was observed with two additional defibrillators. The devices were not used and a new pacemaker was implanted.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.